Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards, ¿risk of balloon burst in a calcified aortic annulus¿. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst was attributed to a piece of calcium of the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of the sapien xt valve, the novaflex +, balloon burst. As reported by our (B)(4) affiliates, the balloon aortic valvuloplasty was performed successfully. During deployment of a 26mm sapien xt valve via tf approach, around 3 seconds into inflation, the balloon of the delivery system ruptured. At that time the valve was already fully deployed. No post dilatation was performed as the valve looked well positioned and anchored on echo, and no leaks were observed. Doctors were puzzled and surprised in the matter in which the balloon ruptured. There was a longitudinal split along the entire length of the balloon material rather than a whole. As per discussion with the doctors, a piece of calcium from the native annulus ruptured the balloon. No harm came to the patient. The device was discarded. Native valve/leaflet calcification was noted as severe.